Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024, reported as "this weekend." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The patient was unable to disconnect from the transfer set after peritoneal dialysis therapy. The blue part on the transfer set was coming off instead of the patient line. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics for a wet contamination. No additional information is available.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). Correction made to d4: unique identifier (UDI) #: (B)(4). Previously submitted as (B)(6) 2028. : h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between the female connector and main body. The reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Without the actual sample, the report of connection to female connector issues could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.